Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6) ¿ problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 12mar2020 to date 12mar2021. ¿ complaint trend: there are 9 complaints related to the leakage of biohazard not contained within the instrument. Date range from 12mar2020 to date 12mar2021. ¿ manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # 659180-659180-r659180000551-106746763-20, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a dirty or clogged fluidics system. Dirt, debris or clogs in the fluidic system may contribute to flow rate, carryover, and even leakages. The customer had initially submitted a complaint regarding dripping from the sit. They had attempted to clean the instrument by performing several sit flushes and using facsclean, but reported that the issue would recur after a while. An fse (field service engineer) was sent onsite to assist the customer, but they were unable to confirm the issue since the instrument didn¿t leak. The fse contacted the call center to gather more information, and it was communicated that after cleaning the instrument with facsclean the leakage went away. As the issue had gone away, no action was taken by the fse. No parts were requested for evaluation as there were no replaced parts. After the instrument had been cleaned several times by the customer, the instrument no longer leaked and was functioning as expected. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper daily and monthly cleaning and maintenance is recommended to prevent clogs and accumulation of crystals within the fluidics lines. Instructions on how to perform these cleanings can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01840921, case #(B)(4) install date: 28aug2020 defective part number: n/a work order notes: o subject / reported: dripping from sit o problem description: dripping from sit o work performed: no symptoms could be confirmed during the visit. When I contacted the call center, it was said that there were no symptoms after cleaning with clean, so if it occurs again, I would appreciate it if you could try cleaning with clean. O cause: we have confirmed with bd facslyric that dripping from sit may occur. O solution: according to the instructions from the call center, there were no symptoms after cleaning with clean. ¿ returned sample evaluation: a return sample was not requested because there were no parts replaced. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89169 o ID: libivd-ra-61 2.1.6 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control - libivd-se-15-51ir o effectiveness verification: - lsvn-1008-dr - libivd-se-15-51ir o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results, the root cause of the biohazard leakage was due to a dirty or clogged fluidics system. ¿ conclusion: based on the investigation results, the root cause of the biohazard leakage was due to a dirty or clogged fluidics system. During the service visit, the fse was unable to confirm the leakage and contacted the call center to learn more about what was communicated between them and the customer. The call center informed them that after cleaning, the instrument no longer leaked and was functioning as expected. No one was harmed or¿injured¿due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected.¿the safety risk is¿moderate, s3, and¿there¿was no¿impact to¿customer¿health or safety. See h.10.

Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no impact to user. Dripping from sit: was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line was the customer/bd personnel physically in contact with the fluid? No. Although not always, the sit may be dripping. The user performs sit flash several times, and if it does not improve, suck the clean solution according to sit flash and check if the condition improves.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no impact to user. Dripping from sit was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No. Although not always, the sit may be dripping. The user performs sit flash several times, and if it does not improve, suck the clean solution according to sit flash and check if the condition improves.